Event description:
It was reported during an initial hip arthroplasty the surgeon could not get the proximal body to disengage from the distal stem. Surgeon went to use the taper disassembly tool to get the parts to disengage and that too became stuck. Another implant was opened to complete the procedure without complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 11-300816: arcos 16x150mm spl tpr dist-unknown, 11-301341: arcos con sz a std 80mm-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01364, 0001825034-2022-01365. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 visual examination of the provided pictures identified the disassembly tool is still assembled with the proximal cone body. The cone body is no longer assembled with the distal stem. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.